Event description:
It was reported that the temperature gauging foley catheters with 2 separate patients had an occurrence on 23dec2021 which required the foley to be adjusted in order to appropriately drain. It was stated that both the patients had drainage around their foleys rather than out of it, which resulted in moisture and saturated chucks for both the patients. The customer noticed, that this happened with 7 other patients prior, where they thought there was decreased urine output but noticed that with the q2 hour turns, that a change in position or after performing foley care and slightly moving the position of the foley hence there was release of more than 300cc of urine immediately after. Also, it was reported that in some patients turning was not enough and required drawing back with a syringe from the blue port to begin the flow of the urine and initially customer did not draw the association but noticed that this was a reoccurring problem with specifically the temperature gauging foleys. It was stated that in those patients none of them had visible sedimentation or bleeding that could have potentially caused a blockage. Per additional information received on 20jan2022, both the standard foley tray and temperature sensing foley tray had this issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The lot number is unknown; therefore, the device history record could not be reviewed. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the temperature gauging foley catheters with 2 separate patients had an occurrence on (B)(6) 2021 which required the foley to be adjusted in order to appropriately drain. It was stated that both the patients had drainage around their foleys rather than out of it, which resulted in moisture and saturated chucks for both the patients. The customer noticed, that this happened with 7 other patients prior, where they thought there was decreased urine output but noticed that with the q2 hour turns, that a change in position or after performing foley care and slightly moving the position of the foley hence there was release of more than 300cc of urine immediately after. Also, it was reported that in some patients turning was not enough and required drawing back with a syringe from the blue port to begin the flow of the urine and initially customer did not draw the association but noticed that this was a reoccurring problem with specifically the temperature gauging foleys. It was stated that in those patients none of them had visible sedimentation or bleeding that could have potentially caused a blockage. Per additional information received on (B)(6) 2022, both the standard foley tray and temperature sensing foley tray had this issue.